Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: 17-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported during the procedure there were open circuits on both sides of the implant. It was reported there were "many factors in this case". The rep who reported the event attended half way through when a singular contact was discovered to be >40,000 ohms. Multiple combinations were tried to correct the open circuit and eventually both leads were placed into the ins and open circuits occurred on both sides at > 40,000 ohms. The rep stated there were two separate issues but only listed the open circuit and did not clarify the second issue. A new ins was used. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that product was being sent back with the tracking number supplied. There were no further complications reported.

Manufacturer narrative:
Device evaluated by MFR: analysis of the implantable neurostimulator (ins) (serial # (B)(4). Indicated normal functionality and insignificant anomalies. Conclusion code updated from 11 to 67. Result code updated from 3233 to 213. Method code updated from 4118 to 10. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep via the hcp clarifying they were made aware of the event on (B)(6) 2018. It was reported the replacement of the ins resolved the complete opens circuits but an open on one contact remained which was discovered during the case that was not there prior to the start of the operation. The rep clarified the "second issue" was related to the right extension with the sn identified in the report. The rep arrived at the case as this issue was occurring. An open circuit on one of the electrodes was identified. They tested with a multi-lead cable. From there, it showed the same result. There was nothing identified from the surgeon as to why an open would have occurred. They tested again and 7 of the 8 contacts showed open circuits. When the new ins was placed, it showed just one contact open so they "settled for that as it was best for the patient".